Event description:
It was reported that approximately 4 years post op, the rod was found to be broken. Fusion was reported to be complete at l1-l4, but not t12-l1. A revision surgery was performed a week later.